Manufacturer narrative:
Date of event: exact date unknown, event occurred several years ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 15806534.

Event description:
It was reported that the ipg was pressing on the patients nerve and caused more pain when walking. It was also reported that the ipg would not charge. All components were explanted and will not be returned.